Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid with an unknown dose and concentration and an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the patient noted that their pump from (B)(6) 2015 was breaking through their skin and they had to have an emergency surgery to have the pump and catheter removed on (B)(6) 2018. The patient reported they did not remove the entire catheter due to the risk and benefits. The patient reported their second pump was a hassle and had problems since it was implanted. It was noted that the incision kept opening up, leaking, and gushing fluid at times. The patient felt the pump did not work correctly. It was like their body didn¿t want it. It was noted the patient had a new pump implanted on (B)(6) 2018. The patient stated she told the healthcare professional (hcp) to send the pump back for testing. The patient did not know the hcp's names who removed the pump on (B)(6) 2018. The patient was to follow up with hcp. The event date was (B)(6) 2015. No further complications were reported.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
. All previously reported patient and device codes will be updated/corrected to the following for this event: patient codes: device codes: eval- conclusion code 22 applies to the catheter and 67 applies to the pump. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated the patient was having issues for about three months at least before the pump broke through the skin while visiting los angeles (la). This was in regard to the circumstances that led to the problems since implant/pump not having worked correctly. Regarding steps taken to resolve the problems since implant/pump never worked; the patient was told to have it removed as soon as possible so the patient did in la. It was noted they left part of the catheter in the spine and said it was in pieces. It was noted the problems since implant/pump never worked had been resolved as a new pump was put in on 2018 (B)(6). The patient¿s weight at the time of the event was (B)(6) pounds. No further complications were reported/anticipated or expected.